Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl with large urinary ketones. The patient was reportedly hospitalized for the hyperglycemia. The reporter was not able to troubleshoot the pump with animas customer support. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery of insulin issue. Pump malfunction could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 24-jun-2019. Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2019 with the following findings: during investigation, the complaint regarding high blood glucose excursion adverse event was reported to occur on (B)(6) 2018. According to the pump history the pump was in use until (B)(6) 2018, therefore all history and b/box for time of complaint has been overwritten. The pump passed all required testing for delivery accuracy with no delivery defects found.the available total daily dose (tdd) shows the pump was delivering the programmed basal rate, tdd adds up correctly with basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.